Manufacturer narrative:
Follow-up # 1: date of submission: 01/01/2017. Device evaluation: the device has been returned and evaluated by product analysis on 12/08/2016 with the following findings: there was no evidence of loss of prime errors, alarms or warnings observed in the black box history. During testing, the pump successfully completed a rewind, load, and prime sequence and the 24 hour duration test with no errors, alarms, or warnings occurring. The force sensor calibration test was performed and failed. The force sensor was removed and tested and the resistance value was found to be within specification. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a prime (loss of prime) issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.